Event description:
The international customer reported vent inop due to a data acquisition pcb adc reference failure. This occurred when the device was on a patient. The customer reported there was no patient involvement.

Event description:
The international customer reported vent inop due to a data acquisition pcb adc reference failure. The international customer reported the device was not on a patient when this occurred. The customer reported there was no patient involvement.